Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was discarded and not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The patient was treated with a diamondback coronary orbital atherectomy device (oad) due to severe calcification of the left anterior descending artery. Access was obtained via femoral route with a 7fr guide catheter. Three treatments were administered on low for about 30 seconds apiece with rest periods in between runs. The patient's blood pressure began to fall and it was determined that the patient was in pulseless electrical arrest. Cardiopulmonary resuscitation was administered for 50 minutes at which time it was decided to end the code. The patient expired.